Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the system uninterruptible power supply (ups) is getting extremely hot and is releasing gasses. A philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander. The fse stated that the ups is serviced by a third party, who determined that the batteries were 6 years old and were swollen and leaking acid.

Manufacturer narrative:
On (B)(6) 2015, the customer at (B)(6) hospital in (B)(6) , reported that the ups was getting hot and releasing gasses. A philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander as a result of this event. There was no fire or smoke reported as a result of this event. The ups was placed in by-pass mode after this event occurred. The philips fse confirmed that the full system ups batteries were swollen and leaking battery acid. It was also confirmed that the ups fans were very dirty and needed to be replaced along with the batteries. It was communicated that the ups involved with this event is a chloride full system ups. The philips fse confirmed that philips is not contracted to service the ups and that a third party organization, csa power solutions, was notified and provided a quote to the customer for fan and battery replacement. It was communicated that the chloride ups was provided to the customer by philips. It was stated that the age of the ups was 6 years old at the time of this event. The customer has chosen to use the CT system without a full system ups. CT engineering determined this issue to be an acceptable risk. The following mitigations apply: the system shall only utilize batteries approved by a recognized electrical safety organization (i.e. Ul, csa). Ups owner¿s manual states no user serviceable parts and requires no routine maintenance. Full system ups has temperature sensor monitoring the battery cabinet temperature. Ups comes with status notification (beep alarm for fault condition). Service documentation shall include preventative maintenance and inspection criteria. Philips service procedures shall recommend replacement of failed batteries in sets. Service and user documentation shall identify appropriate personal protective equipment (ppe) and neutralizing agents (ammonia or baking soda). Site planning document recommends to not allow ups closer than 1.5m (60 inches) from patient couch unless it is certified as a medical grade device and/or approved with the CT system. Site planning document recommends that a ups battery cabinet should not be exposed to prolonged periods of temperature above 25 c (77 f). The defective chloride full system ups was placed in bypass mode. Root cause was unable to be determined. The probable cause, based upon the information available, is due to defective batteries "6 years old" and dirty fans in the full system chloride ups due to the age of the ups.